Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient wanted to go back onto hydrosil go as finding that the hydrosil grippers were not very good quality recently. Also stated that even with bursting the water sachet, the intermittent catheters just seem to not as lubricated as they used to be.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "operator error". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labeling could not have prevented the reported failure. The device was not returned

Event description:
It was reported that the patient wanted to go back onto hydrosil go as finding that the hydrosil grippers were not very good quality recently. Also stated that even with bursting the water sachet, the intermittent catheters just seem to not as lubricated as they used to be.